Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed acceptable optical signals when connected to the tactisys quartz unit; however, during functional testing the catheter did not pass a shaft leak test. The irrigation leak was caused by a gap in the cured adhesive at the leur lock.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.